Event description:
It was reported that the insulin pump alarmed no delivery, and the reservoir is occluded. The blood glucose reading was 456 mg/dl. The high blood glucose readings were treated with the insulin pump. Advised to reinsert the reservoir and run a manual prime. The customer states that insulin did exit. Advised the insulin pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.